Manufacturer narrative:
A4 added as it was omitted from the initial report that was submitted. B7 added information as it was omitted from the initial report that was submitted. H10 added related report number as it was omitted from the initial report that was submitted. This is one of two related reports. This report represents the pump while the related report represents the automated impella controller. The investigation has been completed. No product was returned for investigation. Pericardial effusion: the cause of the clinical symptom was not determined due to insufficient clinical details. Hematoma: a hematoma was noted at the non-insertion site at the right femoral artery and the site was closed prior to impella cp insertion. The cause of the hematoma was determined to be patient condition because the hematoma was reported at the non-impella site before impella insertion. Major bleed: bleeding was started prior to impella cp insertion as it persisted throughout patient support. The cause of the bleeding is determined to be patient condition because the patient was bleeding from the beginning even before the insertion of impella. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support phase, the patient experienced bleeding, hematoma, and pericardial effusion. A hematoma was observed in the right femoral artery (rfa), necessitating closure of the site before the cp insertion. The impella cp was successfully placed in the left femoral artery (lfa) following standard procedures. The impella pump could not be disassociated, which contributed to the bleeding that had commenced before the impella cp insertion and continued throughout the patient's support. An echocardiogram revealed a pericardial effusion, prompting the physician to perform a pericardiocentesis, during which 500 ml was removed. The right ventricle (rv) was noted to be functioning significantly better, with marked improvement in pulsatility observed on the automated impella controller (aic). The impella was placed in the lfa without complications, adhering to standard practices. The peel-away sheath was removed, and a repositioning unit was inserted, followed by an angiogram through the side port that demonstrated good distal flow. As preparations for transport were underway, the patient experienced decompensation once more, and the waveforms on the aic became dissociated. A discussion was held with the physicians regarding support for the rv (right ventricle). The decision was made to place rp flex through the right femoral vein (rfv). Unfortunately, the patient subsequently expired while on rp flex.